Event description:
On 09/13: customer reports staff did not test fluoro or imaging prior to positioning pt on the table. Pt placed under general anesthesia and physician attempted to start procedure. Room failed. Pt moved to another room, where procedure was completed without further incident. Customer did not provide pt or procedural info other than to say pt is fine, no reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.